Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 340 mg/dl. Customer was treated with insulin pump. Customer stated insulin pump had hardware low level failure alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.